Manufacturer narrative:
Synthes is unable to provide the manufacturer and or the date of manufacture without a part/lot number provided or returned device. The investigation could not be completed, no conclusion could be drawn as no device was returned and no part/lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Determined that no investigation of the individual events is necessary based on comparison with approved device trends. A thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing pro disc-l total disc replacement surgery.

Event description:
This patient is a participant in a study, and experienced this event p[ost approval. Patient's status post pdl implantation, l5-s1, returned for follow up evaluations at six (6) weeks, three (3), six (6), twelve (12) and twenty four (24) months. Patient non-compliant for the thirty six (36) and forty eight (48) month visit. At the sixty (60) month visit in 2009, patient reported a fusion, l4-s1 was performed by a non-study surgeon approximately one (1) year ago and a pain pump was placed approximately six (6) months ago. The pdl hardware was not removed. This is three of three reports for this event.